Event description:
It was reported that surgeon revised patient's ceramic on ceramic left hip for unknown reason at this time. Sales rep stated that the 32 ceramic head was mis-shaped when explanted and the ceramic liner came out in pieces. Patient had a meridian stem that remained implanted.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown ceramic liner. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding alleged crack/fracture involving a trident liner was reported. The event was confirmed. The fragments of the returned alumina insert of the trident alumina insert/sleeve assembly make up less than 40% of the insert. The fracture surfaces of the insert were examined with the aid of a stereomicroscope at magnifications up to 50x. Nothing could be learned about the cause of fracture due to fracture surface damage that occurred post fracture the material analysis report concluded that nothing could be learned about the fracture of the alumina insert of the trident alumina insert/sleeve assembly because none of the fragments examined contained the primary fracture surface or the fracture origin. Damage to the inside diameter of the sleeve of the trident alumina insert/sleeve assembly and the alumina head were caused after fracture of the insert from contact with the fragments of the broken insert. No material or manufacturing defects were observed on the components examined. Insufficient information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact root cause could not be determined as nothing could be learned about the fracture of the alumina insert of the trident alumina insert/sleeve assembly because none of the fragments examined contained the primary fracture surface or the fracture origin.

Event description:
It was reported that surgeon revised patient's ceramic on ceramic left hip for unknown reason at this time. Sales rep stated that the 32 ceramic head was mis-shaped when explanted and the ceramic liner came out in pieces. Patient had a meridian stem that remained implanted.